Event description:
The customer reported a contained leak from the cta (closed-tube aliquoter) sample syringe involving the unicel dxc 600i synchron access clinical system. The customer indicated observing bubbles in the line and leak from the sample aliquot probe. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of a laboratory coat and goggles and no injury was reported.

Manufacturer narrative:
Device evaluation and troubleshooting were performed by the customer. The customer reported replacing the sample syringe and no further leaks or issues were observed. No service was requested and a beckman coulter field service engineer (fse) was not dispatched for this event. Failure mode is attributed to the cta sample syringe. (B)(4).